Manufacturer narrative:
(B)(4). Eval, results: (calcification), (accessory devices), (stent dislodgement). Conclusion: (calcification). Eval summary: there were crimp impressions evident on the balloon. The balloon folds on the proximal and distal pillows were partially opened. The distal tip was damaged. There were three segments intact at one end of the stent and two partially intact segments at the other end. The remaining segments were severely elongated and deformed.

Event description:
An attempt was made to deploy a 2.5 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent into a pt. The target lesion, located in the right coronary artery was described as calcified and was pre dilated several times. It was reported that, as resistance was experienced on advancement of the device to target lesion, the physician decided to withdraw the endeavor sprint rx device; however it caught on the calcium. It was reported that the stent came off the balloon on withdrawal through the accessory devices. Upon removal, it was noted that the stent was severely damaged. It was reported that strong force was required to remove the endeavor sprint rx from the pt. No abnormalities were during preparation of the device and inspection prior to use. The pt is reported to be stable. No other clinical sequelae were reported.